Manufacturer narrative:
Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the suture was broken. A vtc 10 k flexima¿ was selected for use. During opening of the box, it was noted that the thread which retracts the tip of the catheter was separated. The physician decided to discard the device. The procedure was completed with another of the same device without any issues. No patient complications reported and the patient's status was stable.